Manufacturer narrative:
The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00517, 3005168196-2018-00541. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d) and a penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient¿s anatomy was very tortuous. During the procedure, while attempting to track a psr3d through a 3maxc, the physician experienced resistance and subsequently, the psr3d would not advance and became bent; therefore, it was removed. The physician then attempted to advance a new psr3d through the 3maxc; however, the second psr3d would not track either. Therefore, the 3maxc and psr3d were removed and the procedure was ended at that point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-00517 and 3005168196-2018-00541.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-00517 and 3005168196-2018-00541.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00517, 3005168196-2018-00541.